Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the anterior descending artery. Several attempts to cross the target lesion with a 24x2.75 omeaga stent delivery system (sds) were unsuccessful. During withdrawal of the sds it was noted that the tip of the stent had opened "into the shape of a fan". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable. This product is only (B)(4) approved but it is similar to an approved us device.

Event description:
It was further reported that vascular access was obtained via the radial artery. The target lesion was 80% stenosed, 20mm in length and located in the moderately tortuous and moderately calcified anterior descending artery. The vessel diameter was 2.5mm. Moderate force was applied during the attempt to cross the target lesion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).